Event description:
It was reported by the patient that the pdm (personal diabetes manager) has given a bolus of 25 units that was not programmed by the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.